Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed october 24, 2016.

Manufacturer narrative:
This report is filed january 18, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device.

Manufacturer narrative:
Correction: the correct implanted date is, (B)(6) 2011; not (B)(6) 2011 as previously reported.